Event description:
New information notes manufacturing date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular (rv) lead exhibited noise. As the patient was pacing dependent, the physician elected to explant and replace the lead on (B)(6) 2021. The patient was stable throughout and after the procedure.